Event description:
It was reported by service report that the head end of the stretcher drifts down. The customer could not determined whether there was pt involvement or adverse consequences occurred.